Manufacturer narrative:
E1: facility name "(B)(6). One device was returned for evaluation. Visual testing was performed, and the housing was found to be damaged, functional testing was performed and the device failed leak tests. The customer's reported problem was confirmed. The root cause is unknown. The device is old and therefore recommended to be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an inner leakage. There was no patient involvement, and no harm reported.